Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor defibrillator board failed a pulse test. Further investigation revealed that multiple components on the monitor had thermal damage (diodes d11, d21, and d22, transistor q8, and processors u15, u16, u17, and u18). Additionally, k1, d10, and q9 were damaged on the monitor ca board. The cause for the damaged components on the ca and defibrillator boards was a defective high-voltage discharge resistor r45 on the ca board. The root cause for the defective r45 resistor could not be positively identified. No adverse event occurred due to this failure. The last person to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing monitor sn (B)(4) displayed a service code 203 (pulse test fault). The last patient to use this monitor did not report any deficiencies.